Manufacturer narrative:
Correction: b1, g1, h1, h3. Addtional information h6, h11. Neuchatel team received for evaluation one product of gynecare exact product code tvtrl and lot number 5000039. An investigation was performed on received product and on the batch record file. The device received has been manipulated with and the blister packaging is open. The following components are missing: box, IFU and mesh with plastic needles. The seal transfer is visible and flawless, leading to the conclusion that the device packaging was properly sealed and subsequently opened. The identification labels on the lid and blister correspond to the batch. The information is written on the lid of the device by hand with a pen. During the products evaluation, the neuchâtel team observed another defect in the product, white particles in the primary packaging. A measurement of particles sizes has been performed with a tappi chart #ne1685, as follow: all particles measured were less than 0.4 mm² or 3 mm in length but not attributable to the product (mesh or white particle from the mesh generated during the manufacturing), "(B)(4)" in the section notes). Based on the information provided, this claim matches the description of the issue: (original packaging without adhesive tape). The complaint is confirmed and is not related to a manufacturing defect. Based on the information currently available, the white particle issue was identified during the examination of the samples received. This product-related issue will be addressed by ethicon's quality system. The powder has been confirmed to be from the underside of the tyvek adhesive - powder is created during transit when device/packaging is contacting underside of the tyvek material all materials used in these devices and packaging meet the biocompatibility requirements contained in iso 10993-I: "biological evaluation of medical devices - part 1: evaluation and testing" and on FDA general program memorandum #g95-I: use of international standard iso - 10993, "biological evaluation of medical devices - part 1: evaluation and testing." The white powder has been tested by a third-party laboratory for potential cytotoxicity concerns. It has been determined that the potential deposition of these particles into the patient would not significantly increase the risk of toxicity. The internal complaint number is (B)(4).

Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal complaints number is (B)(4).

Event description:
Ethicon complaint handling team reported that a tvtrl came in the original package without tape.